Event description:
A customer contacted beckman coulter (bec) to report a leak of approximately 2 to 3 ml from the rinse probe of a coulter hmx hematology analyzer with each cycle. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. Per customer, the controls were within specifications when run however upon running patient samples, the customer noted one patient sample that had lower results on repeat. The instrument generated messages on all erroneous parameters to alert the operator to further review the results. No erroneous results were reported outside of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was on-site (B)(4) 2013 at the customer's laboratory for a leak from the secondary probe of the instrument involved in this event (which has been documented in MDR #1061932-2013-00314). Fse went on-site (B)(4) 2013 for this event and replaced the blood sampling valve (bsv), actuator, pinch valve (pv49) assembly, and check valves for both rbc and wbc baths. Fse then ran several patient samples in secondary mode to verify that the issue was resolved. The cause of the leak may be attributed to the parts replaced by the fse during instrument servicing. The instrument operated as intended by producing flagged results alerting the operator to review results further. (B)(4).